Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-19 device was retuned to cirl for evaluation. Upon evaluation of the returned device the following was noted: there was no syringe returned with the device, the stylet was not returned. There was no needle exposure from the sheath, part of the sheath was broken off/separated and was returned with the device. As per complaint description, the needle was cut needle tip was not returned approximately 4cm is missing. The needle cannot be advanced. The needle was removed from the handle during the lab. There was no obvious issues with the needle observed. The issue was thought to be with the handle but it was cut open and no issue was found the stylet was able to pass through. The damage caused to the needle when cut assumed to have caused issues with advancing the needle. This will be confirmed on customer testimony as the tip of the needle was not returned. The customer complaint is considered to be confirmed based on customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, that accompanies this device instructs the user to " if an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure, echo-19 needle accessed to the cyst and tried to puncture several times but the needle was too stiff to access, so it failed. After out of scope channel(patient body), nurse tried to pull back and forth because she wanted to make sure the needle function works well. But the needle was bent a lot and even couldn't pull back at all. So the nurse cut the needle because of the danger of stinging.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). 1 x echo-19 device was retuned to cook (B)(4). For evaluation. Upon evaluation of the returned device the following was noted: there was no syringe returned with the device, the stylet was not returned. There was no needle exposure from the sheath, part of the sheath was broken off/separated and was returned with the device. As per complaint description, the needle was cut needle tip was not returned approximately 4cm is missing. The needle cannot be advanced. The needle was removed from the handle during the lab. There was no obvious issues with the needle observed. The issue was thought to be with the handle but it was cut open and no issue was found the stylet was able to pass through. The damage caused to the needle when cut assumed to have caused issues with advancing the needle. This will be confirmed on customer testimony as the tip of the needle was not returned. The customer complaint is considered to be confirmed based on customer testimony. A possible root cause for this occurrence may have occurred due to a torturous position causing the needle to bend. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, that accompanies this device instructs the user to " if an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the investigations was updated on the 12 oct 17 with a possible root cause. During the procedure, echo-19 needle accessed to the cyst and tried to puncture several times but the needle was too stiff to access, so it failed. After out of scope channel(patient body), nurse tried to pull back and forth because she wanted to make sure the needle function works well. But the needle was bent a lot and even couldn't pull back at all. So the nurse cut the needle because of the danger of stinging.